Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the patient returned tuesday (B)(6) at 1030am to report full bag of medication had not infused. Cadd pump indicated 106ml to be infused for another 5 hours according to settings, however bag remained full. Cadd pump switched (serial number (B)(4)) and same bag and tubing connected. Patient sent home and instructed to return next morning. Patient returned wednesday (B)(6) with bag still full of medication. Cadd pump indicated 108ml more to be infused for another 5 hours. A new epoch (etoposide, doxorubicin, vincristine) bag and tubing attached and same cadd pump used. Patient sent home and instructed to return to centre at 1600 hours. Patient returned and 120ml of drug infused. Same lot number for tubing both days. No patient injury was reported. Additional information from email received on 13-apr-2022: patient returned early this morning and the same problem occurred. It didn?t look as though any of the 500ml was administered.

Manufacturer narrative:
D5: operator of device is unknown. E4: initial reporter also sent report to FDA is unknown. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) a product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Event log does not point to report error. The reported complaint was not confirmed. The product passed the accuracy test. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue. Replaced expulsor assembly as preventative measured. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.